Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole found in the catheter is confirmed, but the exact cause could not be established. One 4 fr groshong nxt clearvue catheter with the two-piece connector attached was returned for evaluation. An initial visual observation showed blood use residues throughout the catheter, and material necking was observed between the 53 cm and 54 cm depth markers. A functional test involved pressurizing the catheter and infusing water into the two-piece connector using a 12 ml syringe, and the split was found on the catheter between the 53 cm and 54 cm depth marker. A microscopic observation revealed the split to be vertically aligned down the center of the black depth marker line between the 53 cm and 54 cm depth markers. No tensile weakness was observed in the catheter except between the 53 cm and 54 cm depth markers. Material necking was observed near the fracture site between the 53 cm and 54 cm depth markers only, and the fracture surface appeared smooth without striations. The complaint of a hole found in the catheter near the insertion site is confirmed, but a root cause could not be established. The features identified in the failure may have several contributing factors such as stabilization techniques or other mechanical interference of the device. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that after insertion of the catheter, a pinhole was found on the catheter. The device was removed and another new catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after insertion of the catheter, a pinhole was found on the catheter. The device was removed and another new catheter was replaced. There was no reported patient injury.